Manufacturer narrative:
The insulin pump passed the functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The tone check tested ok. No audio tone/beep anomaly noted. Unit was received with faded serial number label, minor scratched lcd window, and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they could only hear faint sounds with the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated that the loudness of sound would not change when the volume is adjusted. The insulin pump will be returned for analysis.